Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details surrounding transplant, patient demographics, patient outcome of the event, but it was not available at the time of this report. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no , no, device evaluation anticipated, but not yet begun ,mfg date: 31-oct-2019 ,labeled for single use: no (B)(4), FDA device code(s): a0708, a07,FDA results code(s): c21 ,FDA conclusion code(s): d16 .

Event description:
It was reported that the ventricular assist device (vad) exhibited two low flow alarms, two vad disconnect alarms and stopped during a heart transplant procedure. Of note, the site reported that the driveline might have been damaged in the process of opening the patient¿s chest. It was also reported that the controller exhibited several electrical fault alarms and unexpected losses of power. The vad and controller were removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and one controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed four electrical fault alarms, three vad stopped alarms, two vad disconnect alarms, and two low flow alarms logged on 30-mar-2022 between 15:34:26 and 15:55:35. The first electrical fault alarm was logged on 30-mar-2022 at 15:34:26 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator. A vad stopped alarm was then logged at 15:36:16, indicating that the motor stators failed, followed by an electrical fault alarm at 15:36:17 due to an overcurrent condition on the front stator. Another electrical fault alarm was logged at 15:36:24 due to the rear stator not being connected, followed by a second vad stopped alarm logged at 15:36:34 indicating a failure of the motor stators. Additionally, two vad disconnect alarms were logged at 15:36:18 and 15:36:35, indicating physical disconnections of the driveline from the controller. Another electrical fault alarm due to the rear stator not being connected was logged at 15:37:53, followed by a vad stopped alarm logged at 15:38:42 indicating that the pump failed to restart after several attempts. A controller power-up event was logged at 15:53:39, likely during troubleshooting of the vad stopped alarm, and a successful motor start event was logged at 15:53:48 followed by a low flow alarm at 15:55:24. There were two additional controller power-up events, with associated motor start events, were logged at 15:55:11 and 15:55:24. The data point recorded prior to the losses of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two with 99% relative state of charge. The data point recorded after the losses of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two. The controller was without power for a maximum of 28 seconds. An additional low flow alarm was logged at 15:55:35. As a result, the reported electrical fault alarms, vad disconnect alarms, vad stop, low flow alarms, and losses of power events were confirmed. Of note, it was reported that the driveline may have been damaged in the process of opening the patient¿s chest during a heart transplant procedure. Based on the available information, the most likely root cause of the electrical fault alarms and vad stopped alarms due to motor stators failing may be attributed to the accidental damage induced to the driveline during transplant surgery. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on the one connected power source, and/or troubleshooting of the alarms. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: d4: serial #: (B)(6), h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided patient information, implant date, and hospitalization status. Additional products: controller 2.0 (B)(6). H6: imf code(s): f08. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.